Event description:
Event description guidant received information that this atrial lead triggered a lead safety switch to occur. It was unknown everythign checks out fine on the device and pt had an ablation in april, interogated today and lss says "has been activated" in the a channel and says switcehd, ts explained that the lss went off and it is currently operating in uni, but will read bipolar since we don't want to change the programming automatically. Worked the rep through how to reprogram and recomended to check again (imped, thresholds) in uni and bi for an intermittent issue. Rep would call back if any issues, did not hear back as of 2pm today ,